Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 4.0.2, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that they experienced a skin reaction from the pod which caused blisters after 10 hours of wearing the device on their abdomen. The patient stated they felt bumps under the pod and decided to remove it as they were experiencing pain. Additionally, the patient reported some of their skin peeled off by the adhesive causing a burn. The patient reported seeking medical attention with their healthcare provider (hcp) on (B)(6) 2026. As for treatment, the patient was prescribed a burn cream by the hcp. Length of physician visit was reported as same day with patient being released on (B)(6) 2026. No information regarding diagnosis was reported. The patient applied a new pod following the event.